Event description:
It was reported that when using the bd pyxis¿ medbank tower, an issue was observed with the rxverify setting during an aspsync runtime inquiry. Rxverify was enabled in the software options; however, no button was available to submit rxverify requests. The cubex application and the aio were restarted, but the rxverify submit option did not appear. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) updated the runtime setting in the aspsync interface application and confirmed that the cabinet had begun syncing by reviewing the myqlink. The tss also found that, on the patient order list screen, the fields and the button to submit customer verify requests were displayed, and the customer confirmed that these fields and the submit button were visible on the patient order list screen. The tss updated the aspsync interface application runtime to 30 seconds. The system functioned as intended after the technical support specialist troubleshot the device.